Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years. Per the op report, the device was explanted due to prosthetic mitral valve endocarditis. The patient was noted to have paroxysmal atrial fibrillation. She had developed endocarditis. She had a preoperative stroke and was treated with a long course of antibiotics. However, her prosthetic mitral had a large vegetation almost 2 cm on it. She also had prosthetic stenosis and insufficiency. The device was explanted and replaced with a new edwards valve, which was well seated. Intra-op tee demonstrated the patient to have preserved left ventricular function. The patient was reported to have tolerated the procedure well and transferred in serious but stable condition.

Manufacturer narrative:
(B)(4). Eval code = device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the valve was not returned to edwards for analysis; therefore, the infection source cannot be confirmed in this case. No further actions are possible with the available information.